Manufacturer narrative:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient was hospitalized and underwent abutment replacement procedure on (B)(6), 2026 under general anesthesia. Device analysis report attached.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2026, for replacement of the abutment from 10 mm to 14 mm due to weight gain over the years.

Manufacturer narrative:
Per the clinic, the patient was hospitalized following surgery performed under general anaesthesia.